Event description:
Per the info provided to co by the physician's office, the device was removed due to a "large" break on one side of the tubing leading to the cylinder at the reinforcement", secondary to a "fluid loss". As reported to co, the pump/cylinder set and some assembly kit component(s) only were removed and replaced; leaving in place the reservoir component from the initial implant surgery.